Manufacturer narrative:
Arjo is making attempts to gather more information about the incident. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo received information that the reacher (accessory for maxi sky 440 ceiling lift) detached and fell on the caregiver's forehead. The caregiver sustained head trauma, but it is unknown if any medical intervention was necessary. It is also unknown if the ceiling lift was still suspended on the hook or also fell down together with the reacher. From the information gathered, the reacher was not an original arjo accessory.

Manufacturer narrative:
It was reported that during use of arjo maxi sky 440 ceiling lift, part of the telescopic rod of the reacher detached and fell down, hitting the caregiver¿s forehead. The caregiver sustained an injury described as ¿head trauma¿ and had some time off from work, but no more details regarding the injury was revealed. The ceiling lifting system consists of the installation and the maxi sky 440 lifting unit, which can be easily detached from the intallation and transferred to another room or installation. In case the installation is mounted high on the ceiling, there is a reacher available. From the information gathered, the reacher used by the customer was not an original arjo accessory. In original arjo reacher rod is not detachable, whereas the reacher rod in question is connected with a magnet, thus can be detached. In the investigated situation, the rod extension was the only part that fell down. The ceiling lift was still suspended on the hook; there was no indication of the maxi sky 440 ceiling lift malfunction. No details about exact circumstances of the incident was provided, therefore it is unknown if the reacher failed during attaching maxi sky 440 to the installation (preparing for use) or during use with the patient. Arjo device itself was up to manufacturer¿s specification. Unauthorized accessory was used with arjo product, thus it was deemed that arjo maxi sky 440 played the role in the investigated case. Injury of unknown severity was sustained. Device was not made available.